Event description:
Spontaneous. (B)(6) nurse manager, reported the pump was sent in the box unprotected and doesn't work. What malfunction or error was the pump displaying? Error code 20.0. Were there any troubleshooting efforts? The nurse tried changing the batteries twice and restarted the pump several times. It just flashed red and had a continuous alarm. Was there any delay in therapy? How long was the delay (in hours)? No delay. Is the patient able to receive therapy using an alternate method; for example, gravity, dial-a-flow, or backup pump? We used dial a flow. Was any medical intervention required? No. How is the patient doing now? Patient is fine. No missed dose or adverse event reported. Pump available for return. No further information. Dose/frequency: infuse ocrevus 600mg in 500ml 0.9% ns intravenously at 100ml\hr. Increase by 100ml\hr after 15 mins then 50ml\hr every 30 mins (max 300ml\hr) over at least 2 hrs as directed every 6 months. Reported to (B)(6) by: health professional.